Manufacturer narrative:
Age: infant. Date of event: estimated to be late (B)(6) 2017 or early (B)(6) 2018. Device name: tpn redo catheter. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that the patient contact was concerned that some rust from the metal material used to repair the patient's PICC (peripherally inserted central catheter) line may have been leaking into the internal portion of the line. Although the line and the repair were reportedly working fine, the catheter had to be exchanged because it "flipped into the other side" [sic]. No further adverse events were reported. Additional information has been requested. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, quality control, and trends of the device was conducted during the investigation. Clinical assessment: at this time, it is not certain what actually occurred with the PICC line. There is no lot number or rpn for review. There are no photos for review. At this time, the clinical assessment is inconclusive because it is not certain if the device malfunctioned or what that malfunction may have been. The customer states ¿it was working fine.¿ no complaint device has been returned for investigation. However, a document based investigation evaluation was performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. No lot number was provided; therefore a review of non-conformances and complaint lot search cannot be completed at this time. Based on the information provided, no product returned, and the results of our investigation, it was determined the product functioned as intended. Follow up with patient's parent confirmed there was no actual rust on the device but that there was concern that it would/could rust. Additionally, no rust was observed by healthcare personnel. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Information which was requested from the customer was received. Although the specific product information remains unknown, the customer did report that the size of the PICC line which was repaired was 3 french, and the issue which was repaired was an external break in the line. The customer also reported that there were no indications that the device rusted; the device functioned as intended. Investigation is in process. A follow-up report will be submitted should additional relevant information become available.